Manufacturer narrative:
(B)(4). Device have been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.

Event description:
The pump was being electively removed to avoid in-vivo battery depletion. The catheter was found to be in the pocket. The catheter was explanted. There was reported to be no pt injury. The pt was recovering without sequela. The device system was used to deliver morphine (50 mg/ml at 20 mg/day).